Event description:
As reported, the cypher stent implanted in this patient of unknown demographics and medical history was found malapposed approximately 1 year post implantation. The stent was further expanded with balloon dilatation and no patient injury occurred. Multiple attempts to obtain additional clinical and procedural details were unsuccessful. No product could be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. While late stent malapposition has previously been associated with brachytherapy, review of current literature demonstrates some authors suggest drug-eluting stents may have the same potential risks as brachytherapy, in terms of the anti-proliferative effects on vascular smooth muscle cells and endothelial cells. However, with such limited information, it is not possible to determine with any certainty what factors may have contributed to this event.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.